Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body was positioned and deployed as expected. Upon final angio, an endoleak was observed. The endoleak could not be confirmed as a type ia or a type ii. A balloon was dilated in the location of the sealing rings; however, this did not resolve the endoleak. The physician noted that there may have been a patent lumbar at the level of the sealing rings. The physician elected to monitor the patient and re-assess the endoleak at the 30 day patient follow-up.